Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where the infusion set tubing detached from tubing-tubing connector after being used for 15 minutes. Patient's blood glucose at the time of event was 197 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.